Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The patient presented with an acute myocardial infarction. The lesion being treated was located in the circumflex. The physician asked for a liberte bare metal stent and was handed a 3.00x16mm taxus liberte stent, which was implanted. The physician then called out for another liberte and realized that the previous stent implanted was a taxus liberte stent in the 'mid right'. No patient complications were reported. Patient status reported as "fine". The patient post procedure care will be modified and antiplatelet therapy was prescribed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.